Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database page corruption caused by a failed or incorrect disk I/o operation. A field service engineer (fse) remotely accessed the station, logged in, and verified the configuration settings. The fse updated the software packages, performed disk cleanup, and completed database repair procedures. The technical support specialist (tss) informed the fse that the system was running version 1.6.1 and required a medapps repair through programs and features to recreate the database. The fse completed a full system sync and shrank the database. The customer was contacted to confirm normal operation, and the case was closed successfully. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 8center detected a logical consistency based I/o database error. The customer confirmed that this was a severe error condition that threatened database integrity. They attempted to run dbcc checkdb, but it did not resolve the issue. However, there were no delays, adverse events or injuries reported based on this event.